Manufacturer narrative:
(B)(4). Devices a, b, c and d were returned in good visual condition; the devices were functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The final quality release criteria were met before this batch was released for distribution.

Event description:
It was reported that during an unknown procedure, after putting four new trocars, the surgeon could feel the co2 leaking from ten trocars. He put 500cc of co2 to finally reach the adequate pneumoperitoneum. After changing four trocars by an old one, there was no leakage anymore. There were no adverse consequences for the patient.